Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm and was removed using the normal method. The procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.